Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi." Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 01/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, hi and 594mg/dl fasting. Reviewed meter memory: (B)(6). Seeking medical attention was recommended. On a follow up call, (B)(6) 2015. The customer's wife, patricia stated that the customer went to the emergency room following the initial phone call. When the patient arrived, his blood glucose level was 577mg/dl. The hospital was able to bring his glucose down to 229mg/dl and was later discharged. The wife then stated that this morning his blood glucose was at 398mg/dl and confirms the customer is feeling well.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 80-120 mg/dl fasting. Verified the strips expire 01/30/2017. Customer confirms the strips are stored properly and were first opened 04/07/2015. Customer performed back to back blood test, hi and 594 mg/dl fasting. Reviewed meter memory: seeking medical attention recommended. On a f/u call, (B)(6) 2015 the customer's wife, patricia stated that the customer went to the emergency room following the initial phone call. When the patient arrived, his blood glucose level was 577 mg/dl. The hosp was able to bring his glucose down to 229 mg/dl and was later discharged. The wife then stated that this morning his blood glucose was at 398 mg/dl and confirms the customer is feeling well.